Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a health care provider (hcp) that the patient¿s implant had not been working. Technical services asked however the call knew no other details. Technical services recommended that the patient follow up with their health care physician before being scanned to interrogate the device. The patient called back that same day reporting the same information: that the device was not working. The patient stated that they needed their device turned off for the MRI but they could not sync up to their settings using the programmer because their ins battery was most likely dead. The patient also mentioned that the device had been off for years and they wanted to know what they could do to show the facility their ins was off. Patient services reviewed the information and redirected the patient back to the health care physician to check the ins status. The number for the national answering service (nas) was also provided if the MRI facility needed it. There were no symptoms and there were no further complications reported.